Manufacturer narrative:
Concomitant medical products: 419388 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The physician expressed frustration and anger over the battery longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.